Event description:
Technician alleged that the bed had a sporadic high ground reading. No pt impact.

Manufacturer narrative:
The technician found the power cord ground plug lugs were stripped and the wiring pinched. The technician also found the power cord had exposed copper wire. The technician cut the wiring back, restriped and replaced the power cord plug to resolve the issue.